Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported fuzzy suture (suture snag) could not be determined. Factors that contribute to the reported fuzzy suture (suture snag) may include, but are not limited to, manufacturing, user closes foot before suture deployment (before the plunger is fully retracted proximally), suture snag and/or break. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device will not be returning for analysis as it was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the common femoral vein using the pre-close technique via a 14f sheath hole prior to an interventional watchman procedure. The sutures of two prostyle devices were successfully pre-placed. Reportedly, one of the sutures was found to be fuzzy after removing the device but prior to advancing the knot. Another prostyle was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.